Event description:
It was reported that during a bronchial stenting treatment procedure, the device failed to deploy. The procedure was indicated due to an unspecified malignancy. An upc/14-4/16/95, 2.5cm cover - distal ultraflex tracheobronchial stent was selected and advanced to treat the target lesion. The physician was unable to deploy the device as he could not pull back the rope to sufficiently deploy the stent. The delivery system appeared kinked "behind" the proximal end of the stent. The device was removed and the procedure was completed with another of the same device. There were no pt complications reported.